Event description:
It was further reported that the patient experienced pain due to dislocation as a result of the patient falling. The surgeon removed the glenosphere which had disassociated from the baseplate. He then tightened the central screw and reimplanted the glenosphere. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event as the patient fell causing dislocation and disassociation of the glenosphere.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 405800, comp. Rev shldr 9 in steinmann, lot # 65920195. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 65964910 qty x 2. Catalog #: 115394, comp rvs cntrl 6.5x20mm st/rst, lot # 65887989. Catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # j7380829. Catalog #: 113613, comp primary stem 13mm micro, lot # 65466992. Catalog #: 110031399, mini humeral tray standard thickness +0 mm taper, lot # 65832990. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a revision due to disassociated glenosphere. The surgeon reopened the patient and reimplanted the implants. Attempts have been made and there is no further information at this time.